Manufacturer narrative:
The patient information initial reporter information was not provided.

Event description:
The advocate stated the customer received a blood glucose reading of 218mg/dl using the contour meter, re-tested using another meter and received a reading of 108mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting was performed during the call. No product will be returned.